Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that clips will not load.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1900056 was manufactured on 02/04/2019 a total of 288 pieces. Lot was released on 02/18/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab completely broken off. No clip was in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. Multiple attempts were made with the same result. The sample was disassembled to inspect the internal components. It was found that the lone remaining clip was broken at the hook and was out of position in the channel. The sample was received with 1 clip remaining in the channel, indicating that 14 clips were fired by the end user. The broken rotation tab and the clip with the broken hook being out of position are indications that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. The clip stacking can cause the clips to break in the channel, as observed in this sample. It could not be determined what exactly caused the ratchet ears to break but a nonconformace has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The reported complaint of "clips won't load" was confirmed based upon the sample received. One device was returned with the rotation tab completely broken off. No clip was in the first position of the channel. Upon functional inspection, no clips fired. The sample was disassembled to inspect the internal components. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The lone remaining clip was also broken at the hook and was out of position in the channel. The broken rotation tab and the clip with the broken hook being out of position are indications that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. The clip stacking can cause the clips to break in the channel, as observed in this sample. The remaining clip was broken at the hook. The sample was received with 1 clip remaining in the channel, indicating that 14 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips will not load.